Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the battery compartment was cracked. The battery cap was damaged, and the top of the battery cap was worn. The battery cap contact height did not measure within specifications. The battery cap was unable to secure onto the pump. A test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was damaged, and that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.